Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/25/2015). The patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA, alleging that their onetouch ping meter read inaccurately low compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began during the morning of (B)(6) 2015. At this time the patient claimed obtaining a blood glucose result of ¿52mg/dl¿ on the subject meter. The patient informed the cca that they regulate their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. During the initial call with the cca the patient reported feeling ¿sick and thirsty¿ as well as experiencing ¿vision issues¿ an unknown period of time after the alleged inaccuracy occurred. The patient denied receiving any form of treatment as a result of these symptoms, however. No further blood glucose results were provided at this time. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient was unable to walk through a retest. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained an inaccurately low reading on the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.